Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of olympus korea (okr) the following was confirmed, the cable unit was water leakage. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information of water leakage from the cable unit, we consider that a hole was made in the cable, and the circuit was short-circuited due to water intrusion. It is assumed that this phenomenon occurred because the cable unit broke down and the camera head could not communicate with the processor. There is the possibility that the failure of the cable unit was caused by the handling of the user.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device was not displayed. In the evaluation of olympus (B)(4) the following was confirmed, no image due to broken cable. There was no report of patient injury associated with the event.